Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, suspected rupture, and "higher and tighter".

Event description:
Patient reported right side capsular contracture baker grade unknown, suspected rupture, and "higher and tighter." Device remains implanted.

Manufacturer narrative:
Clarification to b5: unreport rupture.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: capsular contracture : capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening on the radius side assessed as surgical damage. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. No other additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported that a patient experienced ¿spontaneous onset of redness, hardening and elevation of right breast¿, ¿more discomfort in right breast as well as numbness down right arm, feelings of shortness of breath, dizziness, the quality of your skin has deteriorated," patient "developed sensitive eyes and a poor appetite¿, ¿right breast tenderness is intermittent but" patient "cannot lie on right side." Patient they may have "breast implant illness¿, ¿right implant is sitting a centimetre higher and more lateral than left implant, right implant is marginally firmer than your left side and there are palpable knuckles along the lateral aspect of right breast. However there were no masses in either breast. Hcp noted 2 possibly 3 swollen lymph nodes in right axilla.¿ dyspnea and dizziness are not related to the device. Events of device has been explanted.